Manufacturer narrative:
Investigation is ongoing and results are not yet available. Upon completion of investigation or receipt of new, relevant information a supplemental report will be submitted accordingly. This is one of seven related medical device reports. Related mfg. Report numbers are the following: 3017105091-2022-00001, 3017105091-2022-00002, 3017105091-2022-00003, 3017105091-2022-00004, 3017105091-2022-00005, and 3017105091-2022-00007.

Event description:
It was reported by the pharmacist there were false negative results when testing between two antigen tests. Further information noted some symptomatic patients had tested positive first with the competitor brand biosynex antigen test and, subsequently, tested negative with innova antigen test with allegation of false negative results. Additional information noted number of tests/patients involved is approximately seven. Two pharmacists completed tests with innova product and competitor product biosynex on same date captured as the event date. Pharmacist no. 1 confirmed there were four (4) patients tested and pharmacist no. 2, however, noted there were two (2) or three (3) patients who were tested. It was further noted storage condition had been inspected, and test cartridges were immediately used after opening the pouch. Pharmacist no. 1. Threw away test cartridges in the trash when the negative result was observed after 15 minutes. Pharmacist no. 2 when observed the test was negative after 15 minutes left the cartridges in the office, then came back 30 minutes later and two marks on the cartridges were observed, revealing a positive result. These test cartridges, as well, were thrown in the trash. When asked about the onset of symptoms or date of exposure for the patients associated with the event, it was not shared and noted to be confidential. There were no reports of any patient involved in the reported event having an adverse effect/situation because of the negative result.

Manufacturer narrative:
The complaint investigation has been completed and the results are the following: it was reported by the pharmacist there were false negative results when testing between two antigen tests. The product was not returned for analysis; however, as the lot number was provided, a review of the device history was completed, and no anomalies were found. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. Pharmacists read results of both innova and competitor biosynex tests at 15 minutes. The pharmacists did not follow the instructions for use, as interpretation of the innova tests results were read ahead of the test method period to complete the results. Pharmacists reported innova test results were negative and biosynex test results were positive. But for the emergence of the two different situations, the pharmacists did not use a pcr test to confirm. It appears pharmacists used the competitor brand, in this case biosynex, tests as the benchmark for accuracy, which appears to be the reason for the report of false negative result for innova tests. The authenticity of the false negative result cannot be confirmed. According to the instructions for use, the test result should be read after 20 minutes no greater than 30 minutes. If the test method for reading the results is not followed according to the instructions for use, and the reaction is incomplete, it may lead to unexpected results. The reported event could not be confirmed. As there was no known pcr test performed for each of the patients involved to confirm results and no return of the product(s) involved, issues with the test cartridges cannot be determined. According to the complaint investigation follow-up details, pharmacists did not follow the instructions for use for test method and reaction was incomplete, which may be the reason for "false negative" results. The reported event could not be confirmed. However, this event appears to be user related given test methods steps were not fully executed in accordance with the instructions for use. It is recommended that the testing kit be operated according to the specimen collection and assay methods in the body of the instructions for use. This is one of seven related medical device reports. Related mfg. Report numbers are the following: 3017105091-2022-00001,3017105091-2022-00002, 3017105091-2022-00003, 3017105091-2022-00004, 3017105091-2022-00005, 3017105091-2022-00006, and 3017105091-2022-00007. Correction(s) block d4 suspect medical device catalog number was corrected respectively.

Manufacturer narrative:
The complaint investigation was updated to note referenced instructions for use erroneously reflects 96% clinical sensitivity. Clinical sensitivity is only high at a high viral load. Individuals with a high viral load are at higher risk of being infectious and transmitting the virus to others. Erroneous information is acknowledged and is being corrected (with succeeding version of the instructions for use) in the EU marketplace. The said update to the complaint investigation does impact the investigation cause coding and as such coding remains unchanged. Accordingly, no updates to the coding are being made with submission of this supplemental report. This is one of seven related medical device reports. Related mfg. Report numbers are the following: 3017105091-2022-00001,3017105091-2022-00002, 3017105091-2022-00003, 3017105091-2022-00004, 3017105091-2022-00005, 3017105091-2022-00006, and 3017105091-2022-00007.